Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing with inappropriate shocks were observed and the ICD therapy was deactivated. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was additionally reported that rv impedance was out of range. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.